Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of having depleted prematurely. A procedure was done to replace this device. During the procedure, the physician attempted to loosen the setscrews for the right atrial (ra) lead (model/serial (B)(4)) and the right ventricular (rv) lead (model/serial (B)(4)) using two different torque wrench kits that were not manufactured by boston scientific, as there was no boston scientific torque wrench kit available in stock. The physician was unable to loosen the setscrews, and there was a preference to keep the leads implanted. The pocket was closed and the patient was hospitalized until a surgeon can attempt to loosen the setscrews using the correct torque wrench kit. A boston scientific sales representative was attended the follow-up procedure. During the procedure, once the device had been exposed fully, as there was an exceptional amount of fibrosed scar tissue in the pocket and around the leads, they first attempted to unscrew the leads with a boston scientific torque wrench, but the screws within the header were too damaged from the previous attempt to remove the leads. There was no possibility of a torque wrench working, so they attempted to re-thread the screws with the wrench. This did not loosen the leads so the physician decided to try to cut the header. This was successful and freed the leads, but unfortunately the atrial lead (model/serial (B)(4)) terminal pin was damaged in the process. The atrial lead was then extracted successfully using an extraction kit. A new atrial lead was implanted. A new device was implanted and a successful defibrillation threshold test was completed. There were no further complications. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. Visual inspection verified the header had been completely removed from the device, and damaged, during the explant procedure. All setscrews were examined. The df+, df-, lv tip, and lv ring setscrews moved freely. The ra ring setscrew is stripped and was in the fully retracted position. The retainer ring was bent outward, indicating the setscrew was loosened with some force. The rv ring setscrew was also in the fully retracted position and the retainer ring also showed evidence of force being used to loosen the setscrew. In addition, the tip of a wrench was found, broken off, within this setscrew. Analysis confirmed the difficulty in loosening the ra ring and rv ring setscrews. It is possible that use of a non-boston scientific wrench may have contributed to the difficulty. Next, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.